Event description:
It was reported by service report that the scale was not weighing correctly, and was off by 12lbs. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale inaccurate due to a faulty foot-end right load cell.